Event description:
A carefusion technical support rep reported the data below via phone from this customer. "I have a faulty area under warranty s/n (B)(4), the device gives vent inop error".

Manufacturer narrative:
Carefusion technical support continues to seek info regarding this complaint. In the event further info is gathered and an eval confirms a failure a f/u medwatch report will be submitted. "Following the completion of FDA audit on (B)(4) 2014, carefusion 207 has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures".